Event description:
The customer reported that during a heart ablation procedure, the pt rec'd a 2nd-3rd degree burn at the return pad site. The pad had been placed on the pt's right flank. The site reported that a skin graft will be required. The customer has indicated that the incident grounding pad will not be returned to covidien for eval.

Manufacturer narrative:
(B)(4). The incident device was not returned to covidien for eval.